Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zcb00 model iol was explanted from patient''s left eye in a secondary surgical procedure because of uncorrected astigmatism. This event was observed during post-op. Additional information was received stating that the patient decided and wanted astigmatism corrected. At explant, there was no patient injury, and no additional medical/surgical interventions such as vitrectomy, incision enlargement, nor sutures required. Patient''s condition did not significantly interfere with daily activities of life. Patient did not experience loss of 2 or more lines best spectacle corrected visual acuity (bscva), and also did not undergo induced astigmatism of 2 or more diopters. No contact lenses were worn by the patient. Astigmatism did not increase in severity caused from the surgical procedure. The replacement lens is a different model (zcu225), but same diopter lens. The patient was doing good at the time of discharge. Patient/user outcome: astigmatism pre-op (pre-initial implant): +2.00. Astigmatism post-op (post-initial implant): unknown . No further information provided.

Manufacturer narrative:
Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: 11/23/2020. Section h3: device returned to manufacturer: yes. Device evaluation: the complaint lens was received inside a non-jnj lens case. A completed jjsv shipping guide was received as well. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, and that the lens was returned cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no other complaints have been received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.